Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Interrogation of the pacemaker revealed multiple episodes of right atrial lead noise. The noise was reproducible via isometrics. The device was reprogrammed to decrease atrial sensitivity, to address the noise. The patient was in stable condition throughout.